Event description:
During a standard dental treatment, the head heated up and burned pt on lower lip to the size of 20x30mm. The pt was prescribed lidex ointment, narco pain medication and lubumetone numbing mouthwash. Ref MFR 3003637274-2013-00038.